Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer mentioned they had ketones. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.